Event description:
It was reported that the user experienced difficulty attaching a connector to infusion tubing, as the connector would not twist onto the tubing; the user obtained a new connector and reported that it worked. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and user education. Investigation included user interview and troubleshooting. Investigation of this case revealed a connector-to-tubing fit issue that was resolved with a replacement connector, consistent with a component compatibility or dimensional fit problem. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface or component tolerance variation.